Event description:
It was reported that during the deployment of the main body of a bifurcated device the physician pulled the control cord and felt resistance. The control cord appeared to be caught on the proximal edge of the stent graft. The physician undocked and retracted the delivery system and the control cord pulled so tight that it deformed the proximal edge of the bifurcated stent graft. The physician cut the control cord at the wing to remove the delivery system. The physician then cut the control cord at the arteriotomy and left a portion of the control cord in the patient. The bifurcated stent graft was ballooned to straighten it out and an aortic extension was implanted to complete the procedure without further complication. It was reported the patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.